Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided: initial result = 342.26 miu/ml (positive) and was reported out of the laboratory the patient was redrawn and generated a result of <1.2 miu/ml (negative). The original sample was repeated and generated a result of <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and found crystals on the arc, probe and the wash zone probe. The fsr cleaned the parts, reinstalled, and calibrated them which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe and the wash zone probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc, probe or the wash zone probe was identified.